Event description:
It was reported that a vns patient had her generator replaced and that the patient¿s duty cycle was adjusted to accommodate the autostimulation feature. The patient then had a 10 minute seizure that the magnet would not abort and the autostimulation didn¿t help according to the patient. Additional relevant information has not been received to-date.

Event description:
Follow-up from the provider indicated that the cause of the increased seizure duration may have been due to the change made in the settings or the generator replacement surgery the day before. The magnet swiping technique had not been confirmed to be adequate. Device diagnostic results were normal limits.